Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The field service engineer (fse) replaced the patient side cart (psc) orienting platform (op), inner proximal set up joint (suj) and inner distal suj to solve the issue. This op flex unit was returned for failure analysis, and the customer reported receiving error 23087 on arm 2. The reported issue was verified on-site, and error 23087 was confirmed in the logs. Troubleshooting was performed, and the issue was isolated to damage in the number 2 flex wire harness. The flex was replaced to address the reported issue. A visual inspection verified the damaged harness and fiber cable. Error 23087 was checked and confirmed in the lighthouse/aperture. The root cause is damaged wire harness cables. The distal set up joint unit was returned for failure analysis, and the reported issue was confirmed and replicated. In lighthouse, error 23087 was found, indicating a hall edge to encoder error on the suj vertical in question. It was coupled with error 23007, indicating a soft envelope error during the wiggle test, thus confirming that the faults occurred in the field. Upon visual inspection, no issues were found related to the reported event. The unit was installed on a golden system in normal mode, where it triggered the same two errors, thus replicating the reported event. The unit was then installed on a pftp, where it passed all relevant tests. As a result of these findings, failure analysis concluded that the dme pca and cfs motor rotor are consistent with the reported event and considered potential root causes. The proximal set up joint unit was returned for failure analysis with a reported problem of "repeated error 23087," which was neither confirmed nor replicated. In lighthouse, error 23087 was found, indicating a hall edge to encoder error on the psuj vertical, not the distal in question. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system, where it performed as expected. The unit was also installed onto a pftp, where it passed all relevant tests with no log errors. As a result of these findings, failure analysis was unable to determine the root cause for this unit. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse)to report errors pointing to the vertical set up joint (suj) 2. The site did a hard power cycle and the error came back when they tried to move the universal surgical manipulator (usm). The site disabled usm 2 for the case. The procedure was completing as planned with no reported injury.